Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 31396221l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
On 20-oct-2025, information was received indicating a patient experienced an adverse event (ae) which required medication and prolonged hospitalization. It was reported the patient received an index paroxysmal atrial fibrillation (paf) ablation procedure with a qdot micro on (B)(6) 2024. On the 17-oct- 2024, the adverse event start date, the patient experienced migraine and visual aura related to residual atrial septal defect (asd) ae#1. The ae was categorized as moderate and serious as defined by serious deterioration in the health of the subject and inpatient or prolonged hospitalization with an admission date of (B)(6) 2024. The relationship to the study devices was reported as not related. Relationship with the index study procedure was causal with event expected/anticipated. The outcome is recovered/resolved with a reported end date of (B)(6) 2024. Intervention performed was medication. Additionally, a deficiency was noted with an octaray catheter (d160905), however, the device issue was unspecified. Multiple attempts have been made to gain clarification regarding the device deficiency with no response. Should any new information be obtained, it will be assessed and processed accordingly.